Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to see all the patients list and user was unable to pull medications. A technical support specialist confirmed that the station was affected by a very large volume of active patient encounters, which caused excessive patient data to be cached locally and led to database growth and slow population of the patient list; additionally, the auto-discharge feature was not enabled, preventing automatic discharge of visits when active directory discharge messages were not received and further increasing stored patient data, and the inactivity threshold was set to 14 days, resulting in patient information being retained longer than necessary and contributing to the overall data load on the station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, customer was unable to see all the patients list. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.